Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: during the case, while cleaning the device, the surgeon reported part of the coating flaked off on the device tip. Nothing fell into the patient. The surgeon was using electro lube with the device and is not sure if that contributed to the issue. The surgeon used the same device to complete the case. Investigation conclusion: complaint confirmed: the electrode glass insulation coating is peeling/flaking and is detached from the blade in multiple areas. How ever, it cannot be determined what caused the damage to the electrode insulation. Patient information incomplete and missing patient information, follow-up for additional information is still in progress. If additional information is obtained a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, while cleaning the device, the surgeon reported part of the coating flaked off on the plasmablade device tip. Nothing fell into the patient. The surgeon was using electro lube with the device and is not sure if that contributed to the issue.